Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan to report the one touch ultra meter had segments missing from the characters on the display. On november 2, 2010 the sr. Medical surveillance specialist spoke with the patient to obtain and verify information. On an unknown date, the patient noted there were segments missing from the characters on the display of the reported meter; she was unable to determine the blood glucose readings. The patient manages her diabetes with 70/30 insulin taken on a sliding scale based on meter readings. The patient claimed she guessed at the doses of insulin to take, as she was unable to discern the meter readings. On an unspecified date in (B)(6) 2010, the patient decided to go to the emergency room to have her blood glucose level tested. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient's blood glucose level was tested to be 29 mg/dl in the emergency room, and she was treated with oral glucose gel and potassium. The meter, test strips and control solution were replaced. The patient allegedly became hypoglycemic after guessing at the appropriate insulin doses to take due to the meter display issue, and received emergency medical attention and treatment with glucose. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.